Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, by the patient. That they were "flipping and flopping around" after having a previous adjustment. It was noted, that the patient had been seen approximately seven months, prior and visible phrenic nerve stimulation was seen in clinic. The left ventricular (lv) lead was reprogrammed at that time, which resolved the issue. The patient was seen after the call, regarding the ¿flipping and flopping¿ and had no complaints. The lv lead remains in use. No further patient complications have been reported, as a result of this event.